Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-00599, 3006705815-2022-01245. It was reported the patient is not receiving effective therapy due to high impedances. Reprogramming was performed. Surgical intervention occurred on (B)(6) 2022 in which one lead was explanted and replaced, resolving the issue. Note: it is unknown which lead had high impedances so both are reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.